Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a power (no power) issue. It was reported that the there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 3/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/22/2016 with the following findings: a review of the pump black box data showed that the data from the date of the complaint was overwritten. The investigation was unable to confirm or duplicate the complaint and the current black box data showed no evidence of a "no power" event. The returned battery cap was able to fully tighten to the pump. During visual inspection of the pump, it was observed that the battery compartment was intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the initial complaint, it was observed that the pump powered on with the returned battery cap to a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.